Event description:
A report was received that an x-ray was taken and revealed that the patient's leads were broken.

Event description:
A report was received that an x-ray was taken and revealed that the patient¿s leads were broken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that an x-ray was taken and revealed that the patient¿s leads were broken.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the old leads were explanted and two new leads were implanted. There was no lead fracture. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician decided to remove the patient's old leads due to migration.